Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) was over 900mg/dl with hospitalization. The reporter stated that the pump is often hours off. Customer support (cs) explained that if the time was gaining/losing this would be considered a defect. The reporter stated that the pump is off by hours, they correct it and it reoccurs. Currently the time is correct and had been correct for two weeks since off for hospitalization. This report is being made due to the alleged bg excursion the patient experienced due to an alleged time loss/gain issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.